Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 10:00pm she obtained a result of ¿231mg/dl¿ on the subject meter, which she felt was inaccurately high in comparison to a result of ¿213mg/dl¿ obtained on a onetouch ultramini device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan¿s criteria for accuracy. The patient detailed that she manages her diabetes with humalog insulin and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient stated that ¿20 to 30 minutes¿ after the alleged meter issue, she developed a symptom of feeling ¿dizzy¿ and that on (B)(6) 2015 at 10:00am, she was treated with food or drink by a healthcare professional (hcp) in a doctor¿s office. The patient stated that on (B)(6) 2015 she had her blood glucose tested on a hospital meter and got a result of ¿213mg/dl¿. At the time of troubleshooting the cca noted that meter was set to the correct unit of measure and that an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient received medical intervention from a hcp for a blood glucose excursion, after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.